Event description:
The patient's blood glucose (bg) levels were in the mid 200's all of the previous day. Patient went to the ER because of chest pains and shortness of breathe. When they returned home their bg was 406, with small/moderate ketones. Patient corrected with a syringe and came down to the 200s. The insulin used for injection was taken from same vial as that in the cartridge. Patient changed everything out. The site looked fine and they rotated the area. Four hours later, they tested bg level and it was in the 400s again. Patient disconnected from the pump around midnight. When patient was asked what their bg was she said that it was 340 but they had given an injection and now it is 200. The bolus, basals and total delivery histories appeared to be correct. There were no alarms, no air in the line, and no signs of leakage. The time and date were correct. It was suggested that their bg levels could have been due to another bad site. The patient believes the problem could be with the pump.